Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the two piece trocar would not lock together. No add'l info is available. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results of the d11lt found that it was received in good condition. During evaluation, the obturator was inserted and removed through the sleeve; any anomalies were noted. The device was fully functional according to manufacturing specifications. It could not be determined what might have caused the event reported. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.